Event description:
It was reported that the procedure was to treat a lesion in the proximal to mid circumflex (cx) with moderate tortuosity, mild calcification and 99% stenosis. The vessel diameter was 2.5 mm and the lesion length was 30 mm. A 2.5x33 mm rx xience xpedition stent delivery system (sds) was advanced to the target lesion without pre-dilatation; however, the sds was withdrawn from the patient anatomy due to resistance in the lesion during advancement. Pre-dilatation was performed with a non-abbott balloon and the 2.5x33 mm rx xience xpedition sds was re-advanced to the lesion and the stent was implanted in the lesion, one inflation was performed at 12 atmospheres for 6 seconds; however, the balloon did not deflate. Several deflation attempts were made but the balloon did not deflate. Eventually, the distal end of the hub was cut and a non-abbott guiding catheter was advanced just short of the lesion. The balloon deflated gradually when the tip of the non-abbott guiding catheter was pressed against the inflated balloon. Once the balloon was deflated, the sds was simply withdrawn from the patient anatomy without any issues and the stent was confirmed to be apposed to the vessel wall. A 3.0x18 mm rx xience xpedition sds was advanced and the stent was implanted in the proximal left cx. The procedure was completed. Reportedly, it took about an hour to remove the 2.5x33 mm rx xience xpedition sds from the anatomy including the balloon deflation and removal of the sds. There was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4) - no pre-dilatation. Evaluation summary: the device was returned for evaluation. Physical resistance could not be replicated in a testing environment as it was based on operational circumstances. The deflation issue could not be confirmed due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the japan xience xpedition drug eluting coronary stent system instructions for use (IFU) states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. Additionally, the IFU (delivery procedure section) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged or/and dislodged from the balloon when retracting the undeployed stent back into the guiding catheter. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion, runthrough; guide catheter: launcher, kiwami. (B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.